Event description:
The customer reported there was a leakage from the bending section of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling off). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to stress applied to the device during use, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (leakage from the bending section) was confirmed and found to be due to holes in the bending section cover. In addition, service found there were stains on the image guide bundle. Scratches were observed on the control section, the insertion tube, the switch box, the grip, the angle lever, the up/down plate, the universal cord, and the scope connector due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.